Event description:
Clinic notes dated (B)(6) 2014 reported that the vns was interrogated and ¿found to be in need of replacement.¿ however, the specific battery status indicator was not provided. No changes were made to the settings. The notes also reported that the patient¿s cod was much worse. The physician¿s assessment was the likely cause of return of symptoms would be vns ¿failure.¿ it was reported that both the patient¿s seizures and ocd responded to the vns when it was first implanted. Good faith attempts for relevant information have been unsuccessful to date. The patient was referred for generator replacement. No surgical intervention has occurred to date.

Event description:
The patient had generator replacement due to being unable to interrogate due to battery depletion per implant card. The explanted generator was discarded after surgery. Therefore, analysis is unable to be performed.

Event description:
Additional information was received that the reason for generator replacement is that the generator is reportedly at normal end of service (eos).